Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of appropriate anti-tachycardia pacing (atp), which accelerated the rhythm into ventricular fibrillation (vf). An electric shock was required to terminate the arrhythmia. The ICD remains in service. No additional adverse patient effects were reported.